Event description:
The site reported the following to a bayer r and I representative: a female pt with an admitting diagnosis of peripheral vascular disease (pvd) underwent an angiographic procedure of the right lower extremity while connected to the provis injector. An indeterminate amount of air was visualized on one of the radiographic images. The pt suffered a pulse deficit in the right foot. Post procedure the pt was sent to the hyperbaric chamber for treatment. The pt is no longer in the hospital and is reportedly in stable condition.

Manufacturer narrative:
On (B)(6) 2013, a bayer r and I service engineer performed a system service check out of the provis injector. The injector was found to be operating within specification. Bayer r and I quality assurance product analysis received and examined the disposables that were returned by the site. Functional testing confirmed that the disposables performed to specification with no problems found. The site declined additional applications training. The provis injector has been in use since the reported incident.